Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmissions. It was noted that the right ventricular lead exhibited noise. Noise oversensing led to inhibition of pacing. Noise was reproducible in clinic with arm movements. The lead was reprogrammed.

Event description:
New information available on (B)(6) 2018 states that, the lead was capped and replaced on (B)(6) 2018. The noise was resolved. The patient was stable.